Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for mixed product with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to mixed product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode mixed product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an expired tube from lot 2321122 was mixed in the same package with new tubes from lot 3153059. The tube was used to draw a patient sample, but when it was discovered that the tube was already expired, the patient was redrawn. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an expired tube from lot 2321122 was mixed in the same package with new tubes from lot 3153059. The tube was used to draw a patient sample, but when it was discovered that the tube was already expired, the patient was redrawn. There was no report of patient impact.